Manufacturer narrative:
UDI (B)(4). The device was returned for service. A review of manufacturing records was performed and the device was found to have conformed to specification when released. The generator has been checked for service history, no abnormal use was found. The broken parts were replaced. The generator passed the electrical safety test and the final test. The root cause was confirmed. The battery and digital pcb assemble broken.

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that after the patient came back to ward, the icp monitor showed negative readings. The event occurred after procedure; that there were no delays and no adverse consequences.